Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders for heparin pertained to various medication ids, only one of these orders included a repeat code, while the other two did not have a repeated code. The technical support specialist explained to the customer why the orders were not shown at the station. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis medstation system, order for heparin drip could not be retrieved by users for two patient identifications. The customer indicated that the medication was mapped in cerner and that the pharmacist could see it on the es server, but it did not appear for the nurse for either of those two patients. This incident resulted in overriding the medication by the user to retrieve it from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the heparin order did not appear for the nurse due to the order having a repeat code. A technical support specialist checked server messages for heparin orders and found that only one of the three reviewed orders had a repeat code sent to the customer, explaining why the orders were not shown at the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, order for heparin drip could not be retrieved by users for two patient identifications. The customer indicated that the medication was mapped in cerner and that the pharmacist could see it on the es server, but it did not appear for the nurse for either of those two patients. This incident resulted in overriding the medication by the user to retrieve it from the station. There were no adverse events or injuries reported based on this event.